Manufacturer narrative:
Initial reporter phone#: (B)(6). Results: a sample is not available for evaluation, however, the customer provided a photo for investigation. The returned photo did not provided enough information to evaluate the reported issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1702002. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that the safety shield of a 23 g x 1 in. Bd eclipse¿ needle with slip tip hub configuration detached during use, in one case it flew across the room. There was no report of injury or medical intervention.